Event description:
The customer contact reported a leak of a chemotherapeutic agent. The patient was receiving flurouracil via central line. The duration of the infusion was unspecified. The customer contact reported that "after approximately 24hrs, " the patient "noticed a leak" of the solution. The patient returned to the clinic where the tubing set was replaced and the infusion was resumed. The customer contact reported a leak was noted from the air-eliminating hole closest to the patient. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation, it has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.